Manufacturer narrative:
The area of the breaks in conjunction, the blackened area around the break, and the fact that there were 3 fibers broken during the same procedure would indicate user error contributed to the breaks.

Event description:
Laser fiber tip broken and cracked during a procedure. Three fibers misfired according to the surgeon, during this time the flexible ureteroscope was damaged. No harm to patient.